Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was not being advised to change the canister and tubing, which leads to a urinary tract infection. It was unknown what medical intervention was provided for urinary tract infection.

Event description:
It was reported that the patient got a urinary tract infection and stated that not being advised to change the canister and tubing. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "missing instructions vendor/printer error". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "replacing canister and tubing replace the canister and tubing for each patient per facility protocol or at least every 60 days, whichever is sooner. If you notice any of the following, replace immediately: ¿ canister or tubing has residual urine build-up .¿ canister or tubing appear cloudy .¿ canister or tubing appear discolore¿ canister becomes cracked.¿ tubing becomes torn ¿ purewick¿ external catheter no longer securely connects to collector tubing. Failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days." Corrections: b, h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.